Manufacturer narrative:
Investigation: visual inspection revealed that there were no nonconformances with the power supply. The cord was received. A pre-cautery test was performed on the device with a reference power supply cord, hemopro tool, and extension cable. The device did pass the pre-cautery test; the green indicators lights did not turn on, and the device did not produce energy or steam. Based upon the functional test, the reported failure, "no power" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview power supply would not power on. This occurred three quarters through the case. The reporter believes that a fuse blew in the power supply. They switched the cord, but it still would not work, then switched the power supply, and it still would not work. A new kit was then used to complete the procedure. There were no pt effects. The product is returning. The power supply cord was checked separately after the procedure, and was fine, however, the power supply light would not turn on.